Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely. Stored egm revealed the implantable cardioverter defibrillator exhibited post-paced t wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were successfully made. Additionally low impedance and lead noise resulting in inappropriate auto mode switches episodes were observed on the right atrial lead but noise was not reproducible in clinic. Programming changes were discussed. No intervention was reported. Patient was stable.